Event description:
The customer contact reported a leak of a chemotherapeutic agent. The plumset was being used to deliver an unspecified solution via gravity flow. At an unspecified time, an unspecified secondary tubing set with a closed male luer connector was connected to the clave secondary port on the cassette of the plumset for delivery of an unspecified concentration of epirubicin. It was reported that the secondary line was backprimed with 20ml of solution from the plumset. The customer contact reported that after the gravity delivery of the epirubicin was started, the nurse noted two drops of solution leaked from the luer connection of the clave secondary port and the closed male luer connector. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing sets were replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. Rep devices from possible lot numbers (plots) 051155h, 051645h, 070545h, and 102355h are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.